Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a patient intubated with a portex bivona custom pediatric tracheostomy tube had an alarm go off on a ventilator related to a broken eyelet. The reporter described the issue as a "broken part where [the] cannula enters [the tracheostomy tube]." It was reported that the patient used a competitor's cotton-pile tube holder ties. The tube was used for a week before it is cleaned. An emergent tracheostomy tube change was required using a backup tracheostomy tube. The event was considered resolved and the patient was reported to be doing well. No permanent injury was reported.

Manufacturer narrative:
The reported used tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection found that part of the eyelet wall had been completely torn through. During investigation, it was determined that the device lot number was most likely ss00301. A review of the device history record for the lot, found that all in-process and final inspection criteria were met. A review of the information supplied by the complainant found that ties with velcro fasteners were used to hold the tracheostomy tube in place. The use of velcro neck ties is advised against in the instructions for use (IFU) as the velcro ties may contain sharp edges which can compromise the product integrity of the device eyelets. Investigation determined that the use of velcro neck ties was the likely cause of the tear in the device eyelet. MFR# clarification: new registration number (B)(4) ((B)(4)) has been received, however, this initial MDR was filed under the prior registration number (B)(4) ((B)(4)).